Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and found an empty helium bottle in the system. The fse replaced the empty helium bottle and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.